Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), migraine ("migraine"), insomnia ("insomnia") and hyperthyroidism ("hyperthyroidism"). At the time of the report, the fatigue, migraine, insomnia and hyperthyroidism outcome was unknown. The reporter provided no causality assessment for fatigue, hyperthyroidism, insomnia and migraine with essure. The reporter commented: period of occurrence: since insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), migraine ("migraine"), insomnia ("insomnia") and hyperthyroidism ("hyperthyroidism"). At the time of the report, the fatigue, migraine, insomnia and hyperthyroidism outcome was unknown. The reporter provided no causality assessment for fatigue, hyperthyroidism, insomnia and migraine with essure. The reporter commented: period of occurrence: since insertion diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], fatigue [fatigue], migraine [migraine], insomnia [insomnia], hyperthyroidism [hyperthyroidism]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-feb-2022. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and fatigue ("fatigue") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1531 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue (seriousness criterion medically important), migraine ("migraine"), insomnia ("insomnia") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, hyperthyroidism, insomnia, medical device removal and migraine to be related to essure administration. The reporter commented: period of occurrence: since insertion. Implant insertion date (as per sd): (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, implant removal date event: medical device removal, action taken with drug and reporter causality comment added. Company causality of the event fatigue is updated from related to unrelated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.